Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, as soon as the vasoview hemopro tissue welder was plugged in, it self activated and started smoking. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.